Event description:
It was reported that during a laparoscopic colon resection, the surgeon was trying to insert ld111 into pt that was over weight with thick abdominal wall. Despite placing full thickness sutures to compress abdominal wall to help lap disc fit the incision, he tore two lap disc trying to get one inserted properly, but to no success. Surgeon was able to complete procedure using wound protector. No pt consquence.